Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during service visit. During troubleshooting, the expiratory valve coil was determined to be defective. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory valve coil.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).